Manufacturer narrative:
User no longer uses the humidifier water chamber. No product returning.

Event description:
The manufacturer became aware that a user alleges he has had issues with a swollen face for over 10 years during CPAP usage. The user states that he was tested by an allergist and was positive for a nickel allergy and was given antibiotics. Per philips engineering, the water tank stainless plate does contain a small amount of nickel which is in the patient airpath. The user states the swelling has diminished over the years but still remains. No product will be returning for evaluation. This report will be filed as an initial-final report. If any additional information is received, a follow up report will be filed.